Event description:
Ous MDR - this lead was explanted due to oversensing. No adverse patient events were reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. There were multiple signs of abrasion along the lead body. Especially in the distal region, between 52 cm and 53 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is with high probability the cause for the observed oversensing, which was reported in the complaint text. The position and kind of the fraying are characteristic for massive mechanical stress on the lead in the implanted state due to friction against changed intracardiac tissue. The visual inspection also showed cuts in the insulation, which are probably a result of the operation procedure. Blood had entered the lead at these sites. The electrical analysis showed low pacing impedance values, which are a result of the mentioned insulation damage. During the mechanical analysis, a mandrin could not be completely inserted into the lead due to the damage in the distal region. The check of the fixation mechanics was therefore not possible. The analysis did not show any deviations that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.